Event description:
It was reported that 6460 discardit ii 2 ml with 25g x 1 syringes were damaged and scale marking issues. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "syringes received with foreign particles, black spot, hair particle, marketing defects, no needle, double needle , blister leakage, damaged syringe".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-16. H6: investigation summary the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (16) discardit 2ml with the reported issue of damaged syringe¿ with lot number 184543, regarding item # 301866. The DHR of material number 301866 and lot number 184543 was checked for any quality notification and no quality notification was recorded on this lot. Sixteen samples were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 301866 and lot number 184543 for investigating the reported defect. The samples received for investigation have confirmed the defects reported by the customer. There are multiple defects reported in this complaint. The probable root cause and the action plan for each is as follows. The probable root causes are: barrel flange damage- servo not covering desired distance while transferring barrel from marking station to assembly difference in both chain distance at in and out of m/c to be reduced to minimum difference sprocket to open change clits at laminate feeding station to be replaced because they are worn out static discharger to be fixed on flexi#1 machine after needle loader to eliminate static charge produced after needle loader sensor to be provided at bottom web station to detect the roll diameter and adjust motor speed accordingly on flexi#1 sensor to be provided at top web station to detect roll diameter and adjust motor speed accordingly on flexi#1 actions for barrel flange damage: servo motor installed to transfer barrel from marking index to assembly index should raise alarm if servo has not covered the desired distance. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6460 discardit ii 2 ml with 25g x 1 syringes were damaged and scale marking issues. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "syringes received with foreign particles, black spot, hair particle, marketing defects, no needle, double needle , blister leakage, damaged syringe".